Manufacturer narrative:
Philips service replaced the geoipc; system restored to normal functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that mechanical movement failure occurred due to geoipc power supply defect on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.